Event description:
Customer's wife reported a motor error alarm on the insulin pump. Customer stated that they have been experiencing the alarm during rewind for a couple weeks. Customer's current blood glucose reading is 380 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The displacement test and prime test could not be performed due to the motor error alarms. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.